Event description:
It was reported that the patient missed a refill. The patient was experiencing withdrawal with the following symptoms: he was cold and hot, throwing up, and his legs hurt badly. The patient was looking for a new hcp.

Manufacturer narrative:
(B) (4).